Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system septum during use. The following information was provided by the initial reporter: "a staff member reported an issue with a #20 bd nexiva product in same day surgery. The product was used on a patient and blood entered the single port as expected, however also leaked from the closed port"

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1357228 d.4. Medical device expiration date: 30-nov-2024 h.4. Device manufacture date: 23-dec-2021 h.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter unit for a 20gx1.25in nexiva device for the investigation. Upon inspection of the received unit, it was identified that blood is present on the back end of the canister and between the canister and catheter adapter which supports the reported defect of leakage beyond the septum. The reported issue was confirmed. Further microscopic inspection of the device revealed that the primary septum was not seated correctly. The primary septum is sitting askew on the canister. The canister and primary septum were removed from the winged adapter to allow for a clear inspection of the components. Removing the canister showed that the primary septum is seated incorrectly on the canister leaving the room to potential leakage. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to misalignment or damage to the insertion station/vacuum probe. Operators perform sampling per the quality plan. Per the quality control plan, leak testing and inspecting for damaged components are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system septum during use. The following information was provided by the initial reporter: "a staff member reported an issue with a #20 bd nexiva product in same day surgery. The product was used on a patient and blood entered the single port as expected, however also leaked from the closed port".